Event description:
I had emergency surgery (B)(6) 2026 to fix venus port. The tube became dislodged and was coiled in my heart. Patient wants all her medical stuff to stay private and not reported though. Her doctors are aware of everything.